Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the software was reloaded to remedy the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.